Event description:
It was reported that the patient presented to the emergency room. The patient had unknown prior symptoms. The patient developed a small and stable pleural effusion. A possible micro-perforation was noted on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was in stable condition.